Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that while in use on a patient, the anesthesia workstation generated alarms for high airway pressure. There was no patient harm. (B)(4).

Event description:
Manufacturer ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The anesthesia workstation was investigated on site and nozzle unit from the fresh gas o2 gas module was replaced and returned for investigation. The nozzle unit is part of the gas module that regulates the inspiratory oxygen gas flow to the patient. An evaluation of the logs confirms the reported event. The nozzle unit was subjected to simulated use testing in a reference anesthesia workstation. The reported high pressure alarm was not reproduced, nor were any other alarms or faults found. Pm is performed every 5000 hours of operation or at least once a year. The nozzle unit has a predetermined lifetime and is replaced at the extended pm every second year (24 months interval). It is possible that the replaced nozzle unit contributed to the reported issue but without having been able to reproduce the reported issue, the true cause of the reported event cannot be determined.